Event description:
A customer observed imprecise phyt results on one pt sample tested on the vitros 950 analyzer. The result was reported and the pt was treated based upon the reported result. Biased results of the direction and magnitude observed could result in inappropriate physician action.

Manufacturer narrative:
Investigation into this event found that the phyt calibration and qc results were acceptable. Precision testing indicated that the analyzer was operating as intended. A corrected report was issued to the clinician. Consultation with the pt's physician determined that treatment provided to the pt did not adversely affect the pt. The root cause of the event is user error in the pre-analytical processing of the sample used for testing.